Event description:
It was reported that this patient has concomitant systems implanted. No adverse patient effects were reported related to the off label use of these systems. Additional information was received that this patient presented to the emergency department due to a syncopal event. Upon review, high out of range pacing impedance measurements were observed on this right ventricular (rv) lead. The physician opted to implant a new device on the right side of the chest. No additional adverse patient effects were reported. At this time, this lead remains in service.